Event description:
The alcon fms system was inserted per IFU, and the unit displayed an error stating it detected a leak during the purging process. Ppk11326. In what clinical area did the incident occur? Or 3 (2b060). Did any patients experience any harm from this incident? No. Did any patients have to undergo any additional surgical procedure(s) due to this incident? No. Has this happened before with this product? No.